Manufacturer narrative:
Pt code: (B)(4) - besides extended hosp stay, no further pt outcome was provided. Device code: (B)(4) - labeled. No product or images were returned to assist in the investigation at this time. The zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria; anatomical conditions; proper ballooning sites; f/u guidelines. There was a suspected type 4 endoleak; however, we are unable to confirm without additional info and imaging. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor fur similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A male pt underwent an endovascular repair of abdominal aortic aneurysm and right common iliac artery aneurysm on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. The right internal iliac artery was initially embolized with coils and the iliac leg graft was deployed in the external iliac artery. The suprarenal stent was deployed prior to placement of the contralateral iliac wire guide. Post-deployment angiogram showed a type IV endoleak at the ipsilateral iliac leg. Protamine was administered until the act values return to normal and an angiography was performed but no changes were observed (act: 109). The physician decided to take f/u observations. Act during graft placement was 234, reduced to 109 after administration of protamine. No images will be provided to assist in this investigation. Hospitalization period was extended but not further details of pt outcome were provided by the reporter.